Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31270333l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for premature ventricular contractions with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Approximately one hour into the procedure, after several ablations in the left ventricle, the patient became hypotensive. A slight pericardial effusion was confirmed via echocardiography, after which a pericardiocentesis was performed. The patient's blood pressure was restored, and the patient returned to the ward for follow up without further sequelae. There was no evidence of steam pop and no error messages observed during the procedure. Analysis of the effused blood confirmed it to be venous blood, indicating that the event may have been caused by an impact during approach from the right side of the heart. The physician noted that during the initial approach, the patient's anatomy seemed irregular, and that the catheter may have snagged as a result. It was indicated that the catheter was free of defects, and that the cause of the injury was likely procedure related.